Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, risk assessment. Results: visual inspection: the returned crosslink has been inspected and the flat heads of the rivet bolt is broken into two parts confirming the event. Manufacturing record review: this included a review of the crosslink and all sub-products. No discrepancies noted during the manufacturing process for all lots. Complaint history analysis: a complaint history analysis was completed and a total of 2 complaints have been received for the rivet bolt breakage during insertion. Previous lab studies for similar failure, demonstrated that when one attempts to over loosen the rivet bolt, ignoring tactile resistance, the bolt breaks in half. Risk assessment: surgeon retrieved the two broken pieces, no adverse consequences and identical replacements were available. Conclusion: this rivet bolt is designed to give a positive mechanical stop as well as tactile feedback in order to prevent over-rotation of the center nut. As concluded from previous lab studies for similar failures, when one attempts to over loosen the rivet bolt, ignoring tactile resistance, the bolt breaks in half. This failure is a result of over-load applied to the implant.

Event description:
It was reported that, "flat head extension on cross connector tightener split in half during implantation. No tension was being put on the compromised piece."